Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts when plugged in to charge. Subsequently, the battery gauge increased from 40% to 55% to 75% battery life all while not plugged into charge. Customer's blood glucose level was 186 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.